Event description:
A company representative reported that a patient was revised to address non-union at c5-c6 from a previous c3-c6 surgery, and it was discovered while removing hardware from an old plate that the tip of an ozark screw and the locking mechanism of an ozark plate got fractured. This report captures the ozark plate with a fractured locking mechanism.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient was revised to address non-union at c5-c6 from a previous c3-c6 surgery, and it was discovered while removing hardware from an old plate that the tip of an ozark screw and the locking mechanism of an ozark plate got fractured. This report captures the ozark plate with a fractured locking mechanism.